Event description:
It was reported that the insulin pump did not trigger the threshold suspend feature when the customer experienced a hypoglycemic event. The blood glucose reading was 62 mg/dl, compared with the sensor glucose reading between the 100 and 110 mg/dl range. The customer also noted that he had been having high blood glucose due to an infection he was dealing with. The insulin pump also alarmed calibration error and change sensor alert. The customer was advised to remove and change out the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.